Event description:
It was reported that upon interrogation, the atrial lead had switched from bipolar to a unipolar mode and intermittent capture was observed. Previous bipolar pacing lead impedance was also observed to be high and out of range, suggestive of a fracture. The atrial lead was capped (B)(6) 2021 and replaced. The patient was stable.